Event description:
Infection reported. No details provided. The last device programming was performed on (B)(4) 25.

Manufacturer narrative:
(B)(4). No details provided.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The patient presented on (B)(6) 2025 with erosion around the left cranial incision site exposing the metal burr hole cover. On (B)(6) 2025, cultures were taken and the entire rns system (neurostimulator and two leads) was explanted. The treatment of the deep incisional infection included IV antibiotics: vancomycin, flagyl and doxycycline.